Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6). The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported patient effect. The reported patient effect of dissection is a known observed and potential patient effect as listed in the nc trek rx coronary dilatation catheters (cdc), instruction for use (IFU). Although a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2015, pre-dilatation was performed on the mid left anterior descending (lad), 90% stenosed lesion with a 2.5x8mm nc trek. Post pre-dilatation, a minor dissection was noted. There was no treatment provided and the dissection resolved without sequela. Following, a 2.5x15mm xience xpedition stent was implanted in the mid lad and a 2.5x12mm xience xpedition stent was successfully implanted in the proximal left anterior descending (lad). The patient was discharged home that same day. There was no additional information provided.